Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent spinal cord stimulation (scs) paddle lead and implantable pulse generator (ipg) explant procedure. The explanted devices will not be returned as they were disposed of.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in years from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc -8336-70, serial: (B)(6), batch: 21101613.